Event description:
In 2007, the patient reported receiving an e4 (occlusion) error while attempting to bolus. To troubleshoot, the patient was advised to disconnect from his infusion site and to perform a bolus. He was able to do so without error. The patient stated that he felt wetness at his infusion site. He was advised to change the infusion site. The patient then reconnected to the infusion site and bloused 10 units of insulin for elevated blood glucose (393 mg/dl). He stated that his blood glucose is normally under 200 mg/dl. Symptoms of elevated blood glucose were frequent urination, thirst, and feeling tired. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.